Event description:
Devices switch on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2015 and performed to specification up to the (B)(6) 2017. After the (B)(6) 2017, the device records a self-test fail during a manual power cycle due to an rtc error. The device records a nonsensical date at this time. The user would have been alerted with a ¿warning, device service required¿ prompt, along with a flashing red status led and failure chirp. The pad clock was then inspected and found to be incrementing, however, the date was found to be in the year 2000. The device was tested on the calibrated impulse defibrillator analyser and delivered a test shock without fault. The device powered off normally with a flashing green status led. The device was disassembled to investigate. On visual inspection of the pcba there was evidence of moisture ingress around the through hole components on the solder side of the board, including around the bt1 coin cell and the y1 crystal in the rtc circuitry (see attached picture 1 [4]). This would suggest the device had been subject to prolonged exposure to high humidity. The rtc time and date is not a critical failure because, as demonstrated, the device¿s ability to delivery therapy is unaffected. On receipt of the device, the pad clock was incrementing with an incorrect date and time. The rtc circuitry was measured and found to be comparable with a known good unit. Information from the memory logs shows the date and time was previously nonsensical, before returning to a date in the year 2000.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Devices switch on automatically. No patient involved.